Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-1875. It was reported the patient is experiencing a pinching sensation. A sjm representative met with the patient multiple times and reprogramming was able to resolve the issue for a brief time. The patient has requested to have her scs system removed. Surgical intervention is pending to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.